Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. The transmission showed false episodes of atrial tachycardia and atrial fibrillation(at/af) due to atrial lead noise. There were also oversensing of large far field ventricular signals and a drop in atrial sense amplitude within the week of the transmission. The sensing anomalies were indicative of possible lead dislodgement; however, the dislodgment was not verified. The physician elected to continue monitoring the lead, and no intervention would be performed at this time. There were no patient symptoms reported.